Manufacturer narrative:
An event regarding the fracturing of an impaction pad from the body of a reunion broach/stem inserter was reported. The event was confirmed. Conclusion: material analysis was performed and determined that the shape of the weld doesn't meet print, the weld is undersized, and significant regions of the weld lack of root fusion (which is considered main root cause of the device fracture). Further investigation will be documented within the non-conformance.

Event description:
It was reported that a reunion shoulder broach handle broke while malletting during a sawbone demonstration at surgeon's office.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that a reunion shoulder broach handle broke while malleting during a sawbone demonstration at surgeon's office.